Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The customer's report was observed. However, it does not indicate a device malfunction. The customer's multi-function cable was connected to the one-step CPR aa electrode pads through a mfc adaptor. The one step CPR aa electrodes have an internal shorting wire which triggers the unit to display a "short detected" message by design. The customer used pads they were not familiar with and had not yet opened the packaging which would seperate the internal shorting wire for clinical use. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.